Manufacturer narrative:
(B)(4). Two guide wires were returned for evaluation. The longer, thicker wire was the complaint sample and the shorter, thinner wire was a reference sample. The longer wire had bends near the 20, 30, and 40 cm marks. The proximal end had small kinks and a wavy appearance. The smaller thinner wire did not exhibit any anomalies. The outside diameter (od) of the smaller wire measured 0.796 mm, which met specification. The length of the smaller wire measured 60.3 cm, which was consistent with the graphic. The od of the larger wire measured 0.950 mm. The length of the wire measured 70.4 cm. The larger wire did not match the wire specified for kit ask-42703-puhc and would not be compatible with the catheter over needle or the cvc catheter. Examination of the graphics for the guide wire advancer assembly for the reported kit and the advancer assembly; for the larger wire showed that the larger wire would be too long to fit in the advancer used for the smaller wire. This indicates that if the wrong wire was packaged in the kit, it was most likely due to the wrong guide wire advancer assembly being packaged and not the wrong guide wire being assembled into the correct guide wire advancer. Other remarks: a manual tug test confirmed that the distal and proximal welds on both wires were intact. A review of the device history records for the kit and the guide wire did not reveal any manufacturing related issues. The report of difficulty advancing the guide wire through the catheter was confirmed through evaluation of the returned sample. The returned guide wire was not the guide wire specified for the reported kit and was not compatible with the catheters in the kit. Based on the report that the returned wire came from kit ask-42703-puhc, the probable cause of this event is packaging related. Nonconformance 40008895 was initiated to further investigate this issue.

Event description:
The customer alleges that the attending doctor was overseeing a resident place a right ij triple lumen. The wire would not go through the catheter. The attending doctor pulled the angiocath and placed an 18ga needle. He hit the carotid, removed the needle and held pressure. The doctor reinserted the needle, passed the wire and dilator, but could not pass the triple lumen catheter. He reinserted the dilator over the wire, opened another kit passed the wire and inserted the catheter without a problem.no patient injury or consequence reported.

Manufacturer narrative:
(B)(4). Triage evaluation of the returned device sample indicates a kink in the device.

Event description:
The customer alleges that the attending doctor was overseeing a resident place a right ij triple lumen. The wire would not go through the catheter. The attending doctor pulled the angiocath and placed an 18ga needle. He hit the carotid, removed the needle and held pressure. The doctor reinserted the needle, passed the wire and dilator, but could not pass the triple lumen catheter. He reinserted the dilator over the wire, opened another kit passed the wire and inserted the catheter without a problem.no patient injury or consequence reported.